Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging the display screen was dim/faded/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: on investigation, the display was confirmed to be dim/fading (pink). Unrelated to the original complaint, the battery compartment was cracked to the left of the bumper pad from the threads w/piece of case missing, traveling down to the case seal. There was also a crack between case seal & keypad cover.